Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-04539. It was reported that the patient developed an infection. The patient was admitted to the hospital from another hospital for a lead extraction. There was no information available regarding the referring physician or facility. The pacemaker leads were then removed. The patient was noted to be in an unstable condition and the case was abandoned.

Manufacturer narrative:
Additional information: (B)(4).

Event description:
New information received stated that the patient was in unstable condition and the case was abandoned. Subsequently, the patient passed away two days post procedure on (B)(6) 2019.